Event description:
It was later reported that "about a month ago" the patient went to the doctor's office and a medtronic representative confirmed that her ins was depleted. The patient called the doctor's office and they said they were waiting for an opening for surgery.

Event description:
It was later reported that compatibility guidelines were requested for the following: MRI. It was noted that the device had been off for 6 wks. They had been trying to schedule appointment to have battery replaced. The reporter wanted to know how to confirm ins was off prior to doing MRI. It was noted that the patient programmer wasn't working. The reporter got the patient programmer and couldn't get it to turn on. The reporter tried batteries found at the office-those didn't work. They tried the original set and the patient programmer powered up.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not experiencing stimulation sensation. The patient turned the stimulator on 6 weeks to a month prior to the date of this report and was not able to feel stimulation. The patient usually felt stimulation when she put her hand over her head. The patient had not felt stimulation ¿in a while.¿ the patient was unable to adjust stimulation. The patient programmer displayed, ¿call your doctor.¿ the patient saw the elective replacement indicator (eri) message the day before this report. It was also noted that the patient had two eye surgeries in the last month. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information noted the patient had turned their stimulation on and never felt stimulation. It was noted the patient tried to turn the stimulator on yesterday and it did not come on. It was reported the patient saw the poor communication screen.